Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/5 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: bridge to recovery in children on ventricular assist devices-protocol, predictors of recovery, and long-term follow-up. The journal of heart and lung transplantation, 2018; 37:1459 -1466. Doi.org/10.1016/j.healun.2018.08.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed recovery of myocardial function in pediatric patients after vad explantation. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One pediatric patient's course was complicated by a massive clot formation within the vad that developed after an off-pump trial to determine weaning from support. The patient required an emergent pump explant. The location of the vad is unknown. No further patient complications have been reported as a result of this event.